Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was 351 mg/dl was reading under 40 mg/dl then it was 351 mg/dl at time of incident and current blood glucose level was 410 mg/dl and treated with bolus. Customer had an issue not sure if it was insulin pump or sensor. Customer would like to continue troubleshooting. Customer was reporting a sensor updating or sensor glucose value not available status or alert. Customer reports they did receive a calibration not accepted alert. The insulin pump will not be returned for analysis and the sensor will be returned for analysis.